Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant human chorionic gonadotropin (hcg) result obtained on a patient sample on the dimension exl 200 instrument. The customer's quality controls for levels 1, 2 and 3 were within specification on the day of the event. A siemens customer service engineer (cse) reviewed the instrument data, which indicated that the discordant result was flagged with "high a" and should not have been reported. The customer confirmed that the sample was not re-assayed by dilution and also stated the operator running the hcg sample did not follow laboratory procedure for results flagged with error messages. The dimension exl 200 instrument operator's guide indicates that when the "high a" error is triggered the operator should dilute the sample and rerun it. There was no auto-dilute volume entered into the method parameter for low hcg and the instrument was not programmed to perform auto-dilution. The operator incorrectly released the flagged result. A siemens technical applications specialist (tas) reviewed the data and enabled auto dilution at the customer's request. The customer will be conducting further lis testing to ensure they are receiving this message via the interface. The customer retrained the staff and contacted their laboratory information system (lis) vendor to set up the lis to not release results with error messages. The cause of the result being released to the physician(s) was due to failure to follow instructions. The cause of the discordant, falsely low hcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
On (B)(6) 2017, a patient sample was tested for human chorionic gonadotropin (hcg) on a dimension vista instrument at a reference facility on a dimension vista instrument and a result of 7,763 miu/ml was obtained on the sample. On (B)(6) 2017, a discordant, falsely low human chorionic gonadotropin (hcg) result was obtained from an emergency room (ER) patient sample on a dimension exl 200 instrument. The discordant result was flagged "high a" error was reported to the physician(s), who did not question the result. The physician informed the patient that she was miscarrying. Subsequent testing was performed on the same patient on (B)(6) 2018 at the same reference facility and on an alternate dimension vista instrument, resulting higher and as expected for pregnancy. The alternate dimension vista instrument result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low hcg result.